Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received an voluntary medwatch (mw5104136) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized and prescribed medication in response to the reported event. After the second attempt to have the device and components returned for evaluation, the customer stated that device not available for return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5104136) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized and prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.